Event description:
It was reported that the patient presented in clinic for routine follow up. The patients ICD showed multiple episodes of ams. The episodes visible were showing atrial oversensing and were inappropriately mode switching. The ICD was reprogrammed. One month later the asymptomatic patient had inappropriate ams. The ICD was reprogrammed. The patient will continue with follow ups and was in stable condition after the event.